Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, the physician attempted to release the first flange of the stent however it has failed. The procedure was completed using a different device. There was no patient complications reported as a result of this event.